Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced sudden loss of therapy while working on his car. System diagnostic recorded high impedances on both lead extensions. During surgery, attempts to insert the extensions into ipg header were unsuccessful. It was discovered that the entire setscrew assembly was dislodged. Both lead extensions and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedances was confirmed. Analysis of the lead extension found an area in extensions b lead body where all internal wires were broken. The root cause of the fractures is consistent with the physical activity, at some point causing a sudden event, that the patient describe having prior to the loss of therapy.